Manufacturer narrative:
A visual examination of the returned driver under magnification was performed. A torsional fracture pattern was found at the radius where the shaft transitions into the hex for the driver. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance.

Event description:
During tightening of a screw with a driver, the tip of the driver broke off in the head of the screw. The tip was not able to be removed, so it remains implanted in the patient.